Event description:
Boston scientific received information that the patient with this pacemaker had been hospitalized. It was reported that the patient's heart rate was around 100 paces per minute (ppm). Boston scientific technical services (ts) discussed that the hospital equipment was likely interfering with minute ventilation (mv) feature of the device. The mv was turned to passive which corrected the undesired rate of pacing. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.